Event description:
It was reported the doctor was performing a lap assisted vaginal hysterectomy. It was reported the handpiece gave an error 3 handpiece error when tested with a shear. The doctor decided to try a different handpiece and completed the case with no patient consequence.